Event description:
It was reported the dilator is defective, with irregularities on the edge and causing a step that makes insertion difficult. Another box was opened for a replacement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microez sheath tip is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. The distal end of the device is shown. The dilator is present within the sheath. An inward bunched region in the grey sheath tip is visible. Blood residue and evidence of use was present. Based on the photos provided, possible contributing factors include advancement against resistance and inadequate skin knick. The product instructions for use (IFU) states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision. Withdraw the dilator and guidewire leaving the small sheath in place." Since the deformation at the sheath tip was observed, the complaint of a difficult insertion is confirmed but the exact cause remains unknown. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1020 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the dilator is defective, with irregularities on the edge and causing a step that makes insertion difficult. Another box was opened for a replacement.